Manufacturer narrative:
One sample was received in used condition, decontaminated, without its original packaging inside a plastic bag. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing: the sample was filled with 250 ml of colored water using a syringe to detect any occlusion or other issue. Results: a hole was detected on the medication bag. Conclusion: according to sample received, the failure mode ¿leaking¿ was confirmed in the device received.

Event description:
It was reported that while filling of the product, the cassette leaked. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.